Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. The instructions for use, cautions not operate the handpiece in the open air for an extended period, as lack of irrigation may cause the motor or blade to overheat and seize.

Event description:
It was reported that during hip arthroscopy, the device stopped working and then the hand piece got extremely hot. The procedure was successfully completed without delay using a back up device. No patient injury or other complications were reported.